Event description:
It was reported that this pacemaker exhibited high out of range pace impedance measurements due to a lead safety switch. Additionally, the system had previously exhibited oversensing. Technical services (ts) was consulted by the local field representative to determine if a new system was needed. Ts noted the patient was dependent and that oversensing had previously occurred and further offered troubleshooting options. Subsequently, the device was explanted and replaced, and no additional adverse patient effects were reported. This pacemaker is no longer in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.